Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.1, reference: 3.3, mean: 4.70, confidence limits: 2.6-6.9. Inratio: 4.0, reference: 3.0, mean: 3.50, confidence limits: 2.0-5.0. Inratio: 5.0, reference: 3.2, mean: 4.10, confidence limits: 2.3-5.7. Inratio precision data provided by end-user: 1st inr: 6.1, 2nd inr: 4.0, 3rd inr: 5.0, mean: 5.03, sd: 1.05, %cv: 20.87. Analysis of customer's data revealed that all inratio and reference test result comparisons meet accuracy criteria. However, repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Previous investigation on strip lot #235063 revealed that precision criteria was met. Investigation results on strip lot #235063. Donor: 1, 1st inr: 1.8, 2nd inr: 2.0, 3rd inr: 2.0, mean: 1.97, sd: 0.06, %cv: 2.94. Donor 2: 1st inr: 2.8, 2nd inr: 2.7, 3rd inr: 2.5, mean: 2.67, sd: 0.15, %cv: 5.73. Since % cv for both donors are less than 16%, inratio meter results pass the criteria for precision. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.1, lab: 3.3., inr: 4.0, lab: 3.0, inr: 5.0, lab: 3.2. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 6.1, 4.0, 5.0.